Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a cable failure has been confirmed. Therefore, it was determined that the video function likely did not function properly due to a faulty cable, and the phenomenon [no image] occurred.. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable failure. Additional evaluation findings are as follows: a cut in the cable was noted; damaged connector tip noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image did not appear. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the event, reported to olympus.